Event description:
It was reported that the patient's lead was explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
The reported event, of fracture/high impedances was confirmed. Microscopic inspection of the return lead revealed, a fracture on the lead body. Where multiple internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event, the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. Implant date is an estimation. Further information requested but not received.

Event description:
It was reported that the patient was not receiving adequate therapy due to high impedances. Surgical intervention is expected to resolve the issue.